Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilzed and released according to applicable standard operating procedures. Device was not returned.

Event description:
After 3+ years of implantation, this ICD was explanted because of an infection.